Event description:
It was reported that 2 bd safetyglide¿ needles were clogged during use. The following information was provided by the initial reporter: "as an fyi we had 2 more clogged needles today that were discovered with the same lot # that were provided to you."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 24-mar-2023 . H6: investigation summary it was reported that the needles were clogged. To aid in the investigation, two samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. One sample expelled the solution with a normal flow and other sample did not expel the solution; this needle is clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 1116361. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that 2 bd safetyglide¿ needles were clogged during use. The following information was provided by the initial reporter: "as an fyi we had 2 more clogged needles today that were discovered with the same lot # that were provided to you."